Event description:
It was reported during implant, the helix of the lead would not extend or retract. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported during implant, the helix of the lead would not extend or retract. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) a full lead was returned and analysis found that the helix/lobe was distorted/bent. It was noted that there was blood in/on the helix/lobe mechanism. Visual analysis found that the lead was returned with the helix distorted and that the lead was damaged at implant.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.